Event description:
Additional information received on 3/25/97 indicates erosion of tubing. Add'l info received on 4/4/97 indicates recurring incontinence.

Manufacturer narrative:
Pump was functional. Cuff performed within specifications. Balloon performed within specifications.